Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity and immediate load procedure was performed.